Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that the customer's blood glucose (bg) was 560 mg/dl and ketones were present. A correction bolus was delivered to address bg. Pump system check was performed with tandem technical support and pump was found to be functioning properly. Reportedly, customer used humalog in the cartridge for 3 days versus the labeled 48 hours. Recommendation was made for customer to discuss event with a healthcare provider.